Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email the insulin pump had a keypad anomaly and blank display issue. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank display after a safety alarm and the act button was hard to press. Customer also reported that the insulin pump battery does not last long. The insulin pump is not expected to return for analysis.